Event description:
It was reported that the insulin pump alarmed button error. It was reported that the customer slept naked with the insulin pump next to them. In the morning they woke up with the error alarm. The customer's blood glucose was 5.4 mmol/l. Nothing further was reported.

Manufacturer narrative:
The buttons on the insulin pump had intermittent responds due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.